Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive with cardiac arrest. It was noted that the pump was off. Bedside interrogation showed no external power episodes on 25mar2026, 26mar2026, and 28mar2026 which ultimately resulted in pump stoppage cardiopulmonary resuscitation was performed and pump was restarted by paramedics by reconnecting the pump to charged batteries. The log file contained the reported no external power alarms which were preceded by low voltage advisories associated with battery depletion, eventually resulting in the pump being supported by the emergency backup battery (ebb) when the external batteries were depleted on all 3 occasions, and the ultimate lvad off alarm when the ebb was depleted on 28mar2026. The log file indicated that the patient did not connect to power module or mobile power unit (mpu) during the history. This indicated that the patient was sleeping on battery power. Additional information was provided that the cause of the patient's condition was confirmed to be due to loss of external power leading depletion of the internal battery and to a pump stop. The patient had a hypoxic ischemic brain injury and was in the intensive care unit (ICU), intubated. Additional information was provided that the patient passed away on (B)(6) 2026 due to multiorgan failure due to end stage heart failure and anoxic brain injury. An autopsy was performed and the report would be provided. The pump was not explanted. Device parameters were within normal limits.